Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included ovarian cyst, abdominal pain, cervical dysplasia, pap smear abnormal, amenorrhea, anxiety, chlamydial infection, high grade squamous intraepithelial lesion, human papilloma virus infection, low grade squamous intraepithelial lesion, hyperemesis gravidarum, cervical dysplasia, uti, menorrhagia, dysmenorrhea and multiparous. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraine"), menometrorrhagia ("protracted/irregular bleeding/menstrual cycles"), seizure ("seizures") and dyspareunia ("painful sexual intercourse") and was found to have a pregnancy with contraceptive device ("pregnancy with contraceptive device"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, pregnancy with contraceptive device, migraine, menometrorrhagia, seizure and dyspareunia outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered dyspareunia, menometrorrhagia, migraine, pelvic pain, pregnancy with contraceptive device and seizure to be related to essure. The reporter commented: there is a coiled portion of metal within the lumen of the left tube. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pregnancy with contraceptive device, device ineffective. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 19-jul-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraine"), menometrorrhagia ("protracted/irregular bleeding/menstrual cycles"), seizure ("seizures") and dyspareunia ("painful sexual intercourse"). The patient was treated with surgery (salpingectomy). Essure was removed in may 2014. At the time of the report, the pelvic pain, migraine, menometrorrhagia, seizure and dyspareunia outcome was unknown. The reporter considered dyspareunia, menometrorrhagia, migraine, pelvic pain and seizure to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraine"), menometrorrhagia ("protracted/irregular bleeding/menstrual cycles"), seizure ("seizures") and dyspareunia ("painful sexual intercourse"). The patient was treated with surgery (salpingectomy). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, migraine, menometrorrhagia, seizure and dyspareunia outcome was unknown. The reporter considered dyspareunia, menometrorrhagia, migraine, pelvic pain and seizure to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included ovarian cyst, abdominal pain, cervical dysplasia, pap smear abnormal, amenorrhea, anxiety, chlamydial infection, high grade squamous intraepithelial lesion, human papilloma virus infection, low grade squamous intraepithelial lesion, hyperemesis gravidarum, cervical dysplasia, uti, menorrhagia, dysmenorrhea and multiparous. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraine"), menometrorrhagia ("protracted/irregular bleeding/menstrual cycles"), seizure ("seizures") and dyspareunia ("painful sexual intercourse") and was found to have a pregnancy with contraceptive device ("pregnancy with contraceptive device"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, pregnancy with contraceptive device, migraine, menometrorrhagia, seizure and dyspareunia outcome was unknown. The reporter considered dyspareunia, menometrorrhagia, migraine, pelvic pain, pregnancy with contraceptive device and seizure to be related to essure. The reporter commented: there is a coiled portion of metal within the lumen of the left tube. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pregnancy with contraceptive device, device ineffective. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 7-jul-2021: mr received. Reporter information, patient middle name, medical history, event: pregnancy with contraceptive device, device ineffective, rcc added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.